Manufacturer narrative:
Intuvie received a report indicating that the customer attached a note to the pump stating, "not working - air in line." A review of the device's serial number history revealed no similar complaints. The reported failure mode was not confirmed; and the probable cause remains unknown. CAPA-zm2023-08 was initiated to investigate the root cause for this failure mode. The air in line malfunction was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the customer attached a note to the pump stating, "not working - air in line." No patient or user harm was reported.